Manufacturer narrative:
Findings: pump was monitored for 24hrs and no low battery alert noted. All operating currents are within specs. Unit passed self-test and displacement test. No button error alarm noted. All buttons function properly; however unit had moisture on keypad traces. Unit had broken belt clip slot, scratched reservoir tube window, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 232 mg/dl. The customer does not recall any significant event leading to the alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.